Manufacturer narrative:
Date of device breakage is not known. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 04.503.122, supplier lot #: 7632651. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: may 29, 2014 supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient underwent a cranioplasty with titanium mesh on (B)(6) 2016. In (B)(6) 2017, patient reported discomfort. Unknown tests performed on unknown date revealed the titanium mesh broke into two (2) pieces. Tests also revealed a small amount of left intracranial gas. Patient was returned to surgery on (B)(6) 2017 where the mesh and nails were removed and replaced. It is not known what was implanted during the revision procedure. Surgery was completed successfully with no reported delay. Patient status reported as stable. Concomitant devices reported: low profile neuro screw (400.834.04s, lot 9323790, quantity 12). This report is for one (1) titanium matrixneuro contour mesh. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The returned device was received with multiple broken areas. The mesh has been contoured significantly and multiple bends and breaks exist. As the device was not correctly cleaned and decontaminated in (B)(6) after the surgery it is covered with dried human residues. These residues could not be removed during our local washing and decontamination procedure. The device therefore could not be released for an investigation at the manufacturing site and the dimensions could not be checked for dimensional accuracy of the valid manufacturing specifications. The review of the manufacturing documents showed that there were no issues during the manufacture of the product in may 2014 that would contribute to this complaint condition. The tf10237 matrixneuro core and sterile kit design and clinical risk management (dcrm) was reviewed and found to adequately address the harm of this complaint condition. The root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. Concomitant parts: all received cranial screw plusdrive¿ (part# 400.834.04s / lot# 9323790 / quantity 12) are intact and undamaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.